Event description:
Customer reported she received the following results on 1 meter with 2 different strip lots within 6 minutes: 99 mg/dl (aviva strip lot 493923) and 29 mg/dl (unknown aviva strip lot). Customer felt dizzy and was able to drink a "boost" drink. No adverse event due to the device reported. The alleged product was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for aviva lot number 493923. Please reference medwatch with patient identifier (B)(6) for the unknown aviva lot number.